Manufacturer narrative:
A visual examination of the spyscope ds device found that the working channel sleeve extended from the distal cap when received. A functional inspection was performed. The spyscope ds was plugged into the controller; the displayed image was black screen with pixilation and visualization was then lost. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. The working channel sleeve did not fall out. The working channel sleeve was tugged on to remove it from the catheter. There was some evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was not consistent with the reported event of no visualization, however, it was found that the image quality was poor, followed by image loss. In addition, the working channel sleeve extended from the distal cap when received. The working channel sleeve protrusion was most likely due to anatomical/procedural factors encountered during the procedure, therefore, the most probable root cause for the working channel sleeve protrusion is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noticed that no image was displayed while struggling to advance the spyscope ds inside the bile duct which was reportedly had a severe stenosis. Reportedly, there was no visible damage noted on the spyscope ds. The procedure was completed with a second spyscope digital access and delivery catheter and the same spyglass ds controller. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.